Event description:
Resident at the hospital, reported that during a surgery, the reamer got blocked in the guide. The surgeon used another device to finish the surgery without delay. No adverse consequences were reported for the pt.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report. Also associated with this event is catalog no. 1806-0085s, lot # k461703, guide wire, ball-tipped, sterile 3x1000 mm.